Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, customer was able to successfully load a new cartridge onto the pump. There was no reported impact to customer's blood glucose level. Customer stated that they did not recall their blood glucose level at the time of the event.